Event description:
A physician placed a graftmaster stent in the mid right coronary artery to repair a perforation. The stent did not completely seal the perforation as the perforation was longer that the stent. The patient was treated with anticoagulants. The following day, the physician again administered anticoagulants and bleeding began at the site of the perforation. The physician attempted to deliver a second graftmaster stent to the affected area but was unable to advance the stent due to tortuous anatomy. The stent moved on the delivery balloon causing the stent to flare. The stent cold not be withdrawn and was deployed in the brachial artery. A third graftmaster was successfully placed to seal the perforation.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.